Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other, additional manufacturing narrative (if other): initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that the device switched off as soon as it was separated from the power supply. There is no error message. No consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated which included functional testing. During this testing the device power does not remain on when switching between ac and battery power. The battery was charged for approximately 16 hours and the device remained powered on via battery power for approximately 10 minutes before shutting off. An internal inspection of the device was conducted and the unit was confirmed to have a 4 year old battery that failed charge capacity testing. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.